Event description:
During follow-up, noise resulting in oversensing, automatic mode switch episodes and palpitation due to a fast ventricular response to the atrial oversensing were noted on the right atrial (ra) lead. The event was resolved by programming the device to vvi mode as there is no indication for atrial pacing. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing and automatic mode switch episodes were noted on the right atrial (ra) lead. The event was resolved by programming the device to vvi mode as there is no indication for atrial pacing. The patient was in stable condition.